Event description:
The customer obtained a single higher than expected vitros glu result (patient sample result= 285 mg/dl vs. An expected result= 115 mg/dl) for a single patient sample while using the vitros dt60 ii chemistry system. The sample was retested as the customer questioned the result. The retest result was believed to be true and the correct result was reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected patient result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a single higher than expected vitros glu patient result was obtained when using the vitros dt60 ii chemistry system. The investigation determined that the root cause of this event was a user-induced slide tracking error, which is a reportable malfunction for the vitros dt60 ii chemistry system. The ocd csc reviewed information found in the vitros dt60 ii chemistry system operator's manual (31 july 2010 revision) with the customer regarding the potential causes of a tracking error and how to help ensure the issue does not recur. Following actions to resolve a slide tracking error, acceptable vitros glu performance was observed. The root cause of this event is user error. No malfunction occurred.